Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the during implant procedure, several episodes of right ventricular oversensing post-implant for far p-wave were observed. Reprogramming changes were made. The patient condition is fine.